Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was observed. The evaluation found the back flex to be failing. The rear case which contains the speaker was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had no audio. There was no patient involvement.

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated.